Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading was 127 mg/dl. The drive support cap appeared normal and recessed and the insulin pump had not been exposed to a strong magnetic field. The insulin pump alarm history was reviewed and it was found that the insulin pump alarmed for a motor error six times within the last 30 days. The insulin pump had also alarmed for no delivery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.